Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision knee, a 13x30 mbt cemented stem trial cause issues in a case because it lacked the threads needed to interface with the extraction instrument. No patient consequences or surgical delays were reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device was received for examination. Visual examination of the returned product and provided photographs the reported event cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.